Event description:
It was reported that the ilet displayed alert 38 for a motor stall that did not resolve after priming and rewinding, and the user identified that the connector needle punctured the metal edge instead of the cartridge septum while using a fiasp cartridge; a subsequent connector from a different lot attached successfully and the supply change was completed. Symptoms included hyperglycemia, with a reported blood glucose of 403 mg/dl trending down to 295 mg/dl. Outcomes included transient elevation of blood glucose without hospitalization. Investigation included user interview, troubleshooting, and education, including a dry run and a repeat supply change with a different connector. Investigation of this case revealed a likely connector needle alignment or deformation issue leading to failed septum puncture and interrupted insulin delivery. It was concluded that the event was related to a device component connection issue resulting in interrupted insulin delivery and hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.